Event description:
It was reported that the top of the programmer screen would not calibrate. Calibration was attempted with multiple with no success. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen would not calibrate, the stylus tip and cursor did not align on the screen and calibration did not resolve. The overlay/bezel assembly was replaced and the stylus calibrated to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).